Event description:
The patient reported that 2 v-go devices the adhesive pad did not stay attached to the body and the v-go devices fell off after about 6 hours of use. Patient stated that it was hot and he was sweating when this occurred. Patient gave a v-go expiration date of 2019. Patient disposed of the v-go devices.